Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The gpos (general purpose operating sys) and rtos (real time operating sys) cpu assemblies was evaluated and replaced. The workstation power supply, vc/si pcb and backplane were also replaced. The system was tested and found to be working as intended and returned to svc.